Event description:
The customer reported that the system displayed an error message during boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found a 5 vdc after the connector on the workstation power supply was 4.80vdc. The spec is 5.0 +/- 0.1 vdc. He reseated the connector and the output is now reading 5.15 vdc. He adjusted it to 5.0 vdc output. He went through the workstation, and reseated all of the power connectors. The system tested and was found to boot every time without error.